Manufacturer narrative:
Other relevant device(s) are: brand name: micra. Mc1vr01-delsys/expiration date: 14-march-2020/serial#: (B)(4), UDI #: (B)(4)m device available for evaluation? No. Device manufacture date? On 25-sep-2018. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a cardiac tamponade post implant of a leadless implantable pulse generator (ipg). The patient required surgical intervention, and the ipg remains in use. No further patient complications have been reported as a result of this event.